Manufacturer narrative:
Corrected information: h1. Additional information: g3, g6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All of the mounting hardware was secured. Normal wear was observed on the exterior enclosure. The generator powered on, passed the self-test and booted to the main application screen, but a beeping noise was noticed throughout the boot-up. The reported "a loud popping sound was heard and then the generator started smoking" was confirmed as visual inspection of the internal components revealed a thermal event on the rf controller board. The rf controller board was temporarily replaced with a good known unit and the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause of the reported event was isolated to an abnormal functioning rf controller board.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a demonstration, the generator was powered on and a loud popping sound was heard and then the generator started smoking. This did not occur during a procedure and no patient was involved.